Manufacturer narrative:
According to the collected information the enterprise 5000x bed is under arjo service contract. The symptom could not be recreated at the time of device evaluation. Handsets s9424 and s9346 which were suspected as faulty were replaced by technician and the enterprise 5000x bed was brought back to good working condition. The root cause of the complained scenario could not be determined based on the available information. Arjo device failed to meet its performance specification since the bed moved unintended. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of unintended movement of the bed.

Event description:
Arjo received a customer complaint from queen mary hospital in hong kong related to unintended hi-lo movement of the enterprise 5000x bed. At the time of event there was no patient on the bed. No injuries were sustained.